Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell onto the pump and the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (300-400 mg/dl). A correction bolus was delivered to stabilize blood glucose levels. Contact indicated the customer will continue to use the pump for insulin therapy.